Manufacturer narrative:
Literature citation: davies, b, et al. Cyanoacrylate adhesive coating for the treatment of serious leaks from modified blalock-taussig gore-tex shunts, the annals of thoracic surgery, 2006 nov; 82:1922-1923. A review of the mfg records for the devices could not be conducted because the lot numbers remain unk. The devices remain implanted therefore an engineering investigation could not be performed. D6: date entered is an estimate since exact implant dates are not available.

Event description:
In an article titled, "cyanoacrylate adhesive coating for the treatment of serious leaks from modified blalock-taussig gore-tex shunts" it states four pts developed serious leaks following modified blalock-taussig shunting. All four underwent revision procedures using gore preclude pericardial membrane patches with cyanoacrylate adhesive to the original shunts and the leakage stopped immediately, with no post-operative complications.